Manufacturer narrative:
Continued: e.1. State: (B)(6). Zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported throgh an abbvie sales representative "deflation". This record is for the right side. The status of the device is unknown.